Manufacturer narrative:
Device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on 5/16/2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the patient/lay-user's father contacted lifescan (lfs) alleging that his son was experiencing an inaccurate high issue with his one touch ping meter. The patient's father reported that the alleged issue with the subject meter began on (B)(6) 2012, at 7 am. He reported that his son obtained a glucose result between "300-400 mg/dl" on the subject meter, which he felt was inaccurate high compared to his feelings/normal results. The patient's father informed the cca that his son manages his diabetes with novolog insulin (via insulin pump) and due to the alleged issue the patient increased his dose of insulin and took 7u of insulin. He also reported that his son had breakfast shortly afterwards. The patient's father alleged that 15 minutes after the alleged issue started, his son developed a stomach ache. In response to the persisting alleged symptom, the patient was taken to a doctor's office appointment at 11 am. While at the office the patient's blood glucose was tested with the subject meter and a result of "330 mg/d" was obtained, at the same time his blood glucose was also tested with a doctor's unknown device and a result of "332 mg/dl" was obtained. Due to the high glucose results, the doctor administered treatment in the form of 7u of insulin. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and unexpired test strips. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient's symptom does not meet the criteria for a serious injury. The alleged high reading correlated with the patient's form of treatment from the health care professional (hcp). However, this complaint is being reported because the subject meter was evaluated by lifescan's product analysis on (B)(4) 2012 and a secondary issue was found to have contamination on the meter's pc board.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. However, a secondary issue was found to have contamination on the meter's pc board. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.